Manufacturer narrative:
The customer observed poor positioning of the r2 reagent probe. The issue was resolved by calibrating the r2 reagent pipettor. No additional discrepant result issues have been reported since the r2 pipettor calibration was completed. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the architect c16000 processing module did not identify any trends. A review of tracking and trending for the pipettor, reagent #2, r2a assy 16 (rohs) did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect c16000 processing module for serial (B)(6) or the pipettor, reagent #2, r2a assy 16 (rohs) were identified.

Event description:
The customer observed discrepant multigent ck-mb results for one sample. The following data was provided (customer provided reference range: <25 u/l): initial result = 29.4 u/l, repeats were <3 u/l, 16 u/l, 17.74 u/l. The customer feels the 16 u/l or 17.74 u/l result is correct. No impact to patient management was reported.

Event description:
The customer observed discrepant multigent ck-mb results for one sample. The following data was provided (customer provided reference range: <25 u/l): initial result = 29.4 u/l, repeats were <3 u/l, 16 u/l, 17.74 u/l the customer feels the 16 u/l or 17.74 u/l result is correct. No impact to patient management was reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.